Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board due to the aging degradation for long-term use because the subject device had been used for more than six years from manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, the image was not displayed on the subject device even when the power of the subject device was turned on. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with the event.